Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure (ess205). The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and nephrolithiasis ("kidney stones / right renal calculus") in an adult female patient who had essure (ess205) (batch no. 508015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included fractured ribs and depression. Previously administered products included for birth control: (B)(6) from 2004 to (B)(6) 2006. Concurrent conditions included overweight and allergy. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 1995, cetirizine hydrochloride, escitalopram oxalate (lexapro) from 2011 to 2015, estradiol (estrace) since 2017, ibuprofen (motrin) since 2012, loratadine, pseudoephedrine sulfate (claritin-d allergy) from 2017 to 2018, omeprazole (prilosec) since 2012, ondansetron (zofran) from 2006 to 2017 and tramadol hydrochloride (ultram) from 2012 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nephrolithiasis (seriousness criterion medically significant) and urinary tract infection ("uti"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have benign vaginal neoplasm ("benign vaginal tumor"). In 2011, the patient experienced rash ("skin rash / abdominal rash"). In 2012, the patient experienced fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), anxiety ("anxiety"), hiatus hernia ("hiatal hernia") and umbilical hernia ("umbilical hernia") and was found to have weight increased ("weight gain"). In 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("chronic anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), ovarian cyst ("ovarian cyst") and uterine polyp ("endometrial polyp"). On an unknown date, the patient experienced cholelithiasis ("gall stone"), irritable bowel syndrome ("ibs") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy and salpingectomy and oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, dysmenorrhoea, fatigue and nausea had resolved, the nephrolithiasis, vaginal haemorrhage, menorrhagia, anaemia, dyspareunia, gastrooesophageal reflux disease, urinary tract infection, ovarian cyst, uterine polyp, benign vaginal neoplasm, vision blurred, weight increased, cholelithiasis, irritable bowel syndrome, hiatus hernia, umbilical hernia and bacterial vaginosis outcome was unknown and the anxiety was resolving. The reporter considered anaemia, anxiety, bacterial vaginosis, benign vaginal neoplasm, cholelithiasis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, hiatus hernia, irritable bowel syndrome, menorrhagia, nausea, nephrolithiasis, ovarian cyst, pelvic pain, rash, umbilical hernia, urinary tract infection, uterine polyp, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Pregnancy test negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received:reporters information added, event added-bacterial vaginosis. Patients medical history and concomitant drugs added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and nephrolithiasis ("kidney stones / right renal calculus") in an adult female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's past medical history included fractured ribs and depression. Previously administered products included for birth control: yasmin from 2004 to june 2006. Concurrent conditions included overweight and allergy. Concomitant products included estradiol (estrace) since 2017, ibuprofen (motrin) since 2012, omeprazole (prilosec) since 2012, ondansetron (zofran) from 2006 to 2017 and tramadol hydrochloride (ultram) from 2012 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nephrolithiasis (seriousness criterion medically significant) and urinary tract infection ("uti"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and benign vaginal neoplasm ("benign vaginal tumor"). In 2011, the patient experienced rash ("skin rash / abdominal rash"). In 2012, the patient experienced fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), anxiety ("anxiety"), weight increased ("weight gain"), hiatus hernia ("hiatal hernia") and umbilical hernia ("umbilical hernia"). In 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("chronic anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), ovarian cyst ("ovarian cyst") and uterine polyp ("endometrial polyp"). On an unknown date, the patient experienced cholelithiasis ("gall stone") and irritable bowel syndrome ("ibs"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy and salpingectomy and oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, dysmenorrhoea, fatigue and nausea had resolved, the nephrolithiasis, vaginal haemorrhage, menorrhagia, anaemia, dyspareunia, gastrooesophageal reflux disease, urinary tract infection, ovarian cyst, uterine polyp, benign vaginal neoplasm, vision blurred, weight increased, cholelithiasis, irritable bowel syndrome, hiatus hernia and umbilical hernia outcome was unknown and the anxiety was resolving. The reporter considered anaemia, anxiety, benign vaginal neoplasm, cholelithiasis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, hiatus hernia, irritable bowel syndrome, menorrhagia, nausea, nephrolithiasis, ovarian cyst, pelvic pain, rash, umbilical hernia, urinary tract infection, uterine polyp, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Pregnancy test negative. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), chronic anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, acid reflux, uti, kidney stones, nausea, anxiety, ovarian cyst. Endometrial polyp, benign vaginal tumor, blurred vision, weight gain, gall stone, ibs, hiatal hernia, did not performed essure confirmation test' were added. Lot number was added. Product implant date was updated. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and nephrolithiasis ('kidney stones / right renal calculus') in an adult female patient who had essure (ess205) (batch no. 508015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included fractured ribs and depression. Pregnancy test negative. Previously administered products included for birth control: yasmin from 2004 to (B)(6) 2006. Concurrent conditions included overweight and allergy. Concomitant products included since 2012, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 1995, cetirizine hydrochloride, escitalopram oxalate (lexapro) from 2011 to 2015, estradiol (estrace) since 2017, loratadine, pseudoephedrine sulfate (claritin-d allergy) from 2017 to 2018, omeprazole (prilosec) since 2012, ondansetron (zofran) from 2006 to 2017 and opioids from 2012 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nephrolithiasis (seriousness criterion medically significant) and urinary tract infection ("uti"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have benign vaginal neoplasm ("benign vaginal tumor"). In 2011, the patient experienced rash ("skin rash / abdominal rash"). In 2012, the patient experienced fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), anxiety ("anxiety"), hiatus hernia ("hiatal hernia") and umbilical hernia ("umbilical hernia") and was found to have weight increased ("weight gain"). In 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("chronic anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), ovarian cyst ("ovarian cyst") and uterine polyp ("endometrial polyp"). On an unknown date, the patient experienced cholelithiasis ("gall stone"), irritable bowel syndrome ("ibs") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy and salpingectomy and oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, dysmenorrhoea, fatigue and nausea had resolved, the nephrolithiasis, vaginal haemorrhage, menorrhagia, anaemia, dyspareunia, gastrooesophageal reflux disease, urinary tract infection, ovarian cyst, uterine polyp, benign vaginal neoplasm, vision blurred, weight increased, cholelithiasis, irritable bowel syndrome, hiatus hernia, umbilical hernia and bacterial vaginosis outcome was unknown and the anxiety was resolving. The reporter considered anaemia, anxiety, bacterial vaginosis, benign vaginal neoplasm, cholelithiasis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, hiatus hernia, irritable bowel syndrome, menorrhagia, nausea, nephrolithiasis, ovarian cyst, pelvic pain, rash, umbilical hernia, urinary tract infection, uterine polyp, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.